Event description:
The patient had a refill on 2014 (B)(6). On 2014 (B)(6), the patient was uncomfortable, and they could not sleep. They had increased pain, anxiety, and diarrhea; they were screaming and vomiting. The onset of symptoms was sudden. A motor stall on 2014 (B)(6) was confirmed in the logs, with no motor stall recovery recorded. As of 2014 (B)(6) the logs displayed the stopped pump period may exceed tube set. The patient had not had an MRI, and no magnetic fields were near the patient. The patient¿s pump and catheter were replaced on 2014 (B)(6). They recovered without sequela. The pump contained morphine.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to gear wheel 3. Analysis of catheter serial # (B)(4)revealed a metal pin detached from the catheter tip. Analysis of this catheter also revealed dark residue in the dispensing holes, which was determined to be non-significant and not event related.

Manufacturer narrative:
Product ID 8709, lot# j10819r39, implanted: 2001 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information reported the cause of the motor stall was not determined. The patient is doing very well and receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.